Manufacturer narrative:
The platelet unit collected at the reporting facility was sampled and stored appropriately according to the facility protocols. The unit passed bacterial testing using the ebds bacterial detection system on (B)(6) 2016 on the mother platelet storage bag. The platelet unit was tested at the hospital microbiology lab after the transfusion reaction and was positive for staphylococcus aureus. The device is not being returned. There was no platelet sample returned to haemonetics for testing. Staphylococcus aureus should have been detected by the ebds if the test was performed correctly, but in mitigation, if the sampling was conducted at a time when the bacteria in the mother platelet storage bag had not grown sufficiently to be captured in the ebds pouch during the sampling process, or the incubation period/conditions were not correct, then the level for detection by the ebds was not reached. There are other possible points in the splitting into daughter platelet bags and transfusion preparation process that could have been the cause of the contamination. The root cause is inconclusive as no samples were returned for evaluation. Not returned.

Event description:
Haemonetics received a complaint that the pall enhanced bacterial detection system (pall ebds) returned a false negative result which resulted in a transfusion reaction. It was reported to haemonetics that a hospital end-user transfused one unit of platelets to a patient receiving chemotherapy for relapsed ph+ acute lymphoblastic leukemia. The collected platelet unit had been tested at the collection site for bacterial contamination using the ebds device. The test did not detect bacterial growth. No testing was done at the hospital prior to transfusion. The transfusion resulted in a reaction with fever, chest tightness, dyspnea, back pain, flank pain and nausea. The transfusion was stopped and a transfusion reaction workup initiated; ua and blood cultures sent as well as bb samples. The patient has no prior history of reactions. The patient required additional medical intervention with antibiotic treatment receiving daptomycin, oxacillin, and clindamycin in addition to vancomycin which was prescribed pre-transfusion. The patient developed septic shock which subsequently resolved and all blood cultures are negative.